Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover adhesive was missing. The operation part angle fixing part was loose. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a bad image. No patient injury reported. During the evaluation of the device, it was noted a b30 (scope communication error) (no image) occurred due to damage to the imaging unit and dirt on the electric contact of the video connector. This report is to capture the reportable malfunctions of the b30 (scope communication error) (no image) occurred due to damage to the imaging unit and dirt on the electric contact of the video connector noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.